Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was corrected/updated to 887 h6: health effect impact code was corrected/updated to 4604 h6: type of investigation codes were added: 10, 4110, 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. One 3i t3® short external hex parallel walled implant, 6mm(d) x 5mm(l) (boes605) with mount was returned for investigation. Visual evaluation of the as returned implant identified signs of use and wear on the mount and screw (most likely from multiple attempts in order to remove screw). Functional testing was performed and mount could not be disengaged from the implant. Hence, the reported event was recreated. Pre-existing patient condition was type iii (low) bone density. The device was attempted to locate on tooth site #3 (fdi) and removed same day. DHR review was completed for the subject lot number (2019090956). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was completed for the subject lot number (2019090956) for does not disengage/release category and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Screw and mount sold bundled with implant. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during placement, the screw of the implant would not loosen to allow removal of the mount. Attempted multiple times, eventually stripping the screw head. The implant had to be removed and replaced with a different implant. Attempted to loosen the screw after the procedure using plyers, wrench to no avail.